Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving dilaudid (25 mg/ml at 5.8 mg/day) via an implanted pump. The patient¿s medical history included cardiac issues with a stent recently placed. The indication for pump use was spinal pain. It was reported that the patient had diminished pain relief and per the patient, at refills, there was more drug than there should have been remaining in the pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Per the patient, he had a dye study in (B)(6) 2021 and his doctor told him he couldn¿t withdraw anything from the catheter. On (B)(6) 2022 the patient was taken to surgery for a catheter revision. During the procedure, the distal spine incision was opened, and the existing anchor was exposed and released. Then the catheter was cut and there was no csf (cerebrospinal fluid) flow, so the decision was made to leave it in place and ligate it. The physician attempted to flush the cap (catheter access port) through the skin to assess the patency of the pump segment of the catheter. He was able to push saline; however, no flow was visible at the cut end. The decision was then made to replace the entire catheter. However, after anchoring the spinal portion of the new catheter, the patient¿s condition became unstable, and the case was aborted. All of the new catheter was placed into the spinal pocket and the patient was closed up. The pump was programmed to minimum rate. The pump segment and pump connector of the original catheter remained implanted and connected to the pump, but cut it was cut at the anchor, so it was not connected to a spinal portion of catheter. The plan was to come back when the patient was stable and connect the new catheter to the pump. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8578, lot#: n084681, implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, lot#: j10952r70, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 18-sep-2008, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 18-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.